Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer did not provide information about symptoms and treatment. Customer will get a false high blood glucose whenever he changes the sites out the first day he always has issues with his blood glucose levels. The insulin pump will not be returned for analysis.